Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. It was reported that the outcome was not device or therapy related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome the patient expired due to failure to thrive. The patient had long complicated hospitalization following implantation including chronic respiratory failure with difficulty weaning from vent. The respiratory failure did not exist pre-lvad implant, and it was treated with ventilator support, pressure support trials and weaning but the patient required a tracheostomy. They also had chronic anemia due to arteriovenous malformations (avms). The patient had multiple esophagogastroduodenoscopies (egd), and gastritis and avms were found on the final egd on (B)(6) 2022. The patient was treated with digoxin (lanoxin), and octreotide acetate. The anemia was thought to be multifactorial. Palliative care conversations were ongoing, and the patient was ultimately made comfort care. The outcome was not device or therapy related. The device operated as expected and would not return for evaluation.

Manufacturer narrative:
Related MFR # 2916596-2023-01531 for chronic anemia. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.